Event description:
It was reported that a user experienced three low blood glucose readings in one day while using the ilet, with the cause unclear, and the user planned to observe whether a pattern develops; the current blood glucose was 103 mg/dl, and the user treated lows with oral glucose. Symptoms included hypoglycemia with a low of 62 mg/dl. Outcomes included temporary limitation in daily activities. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction identified based on available information, and no device component issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.